Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of "hi". She retested using another meter and received a reading of 115 mg/dl. The difference between the readings appears to fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.